Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was performed and confirmed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the system was explanted and replaced to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111032.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.